Event description:
It was reported that a coating issue occurred. A 185cm pta/meier guidewire was selected for treatment. After insertion of the guidewire, it was noted that fragments of the guidewire coating had come off. The fragments were observed on the user's gloves after insertion and when trying to run an h1 and pigtail catheter over the wire. The wire was removed from the patient and the procedure was completed with a different device. There were no patient complications reported.